Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2019-00695. It was reported the patient experienced ineffective stimulation. In turn, reprogramming was unable to resolve the issue. X-rays were taken. As a result, surgical intervention was undertaken wherein one lead was explanted and replaced. It is unknown which lead was explanted so both are being reported. Effective therapy restored.